Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and replaced the ise (ion selective electrodes) buffer valves and buffer syringe to resolve the issue. Fse verified instrument operation. (B)(4). The customer did not provide patient demographics (weight, age, date of birth, gender) for all patients.

Event description:
The customer stated that they are recovering ise (ion selective electrodes) high patient results in au480 clinical chemistry analyzer. The calibration and qc (quality control) was within the range prior to the event. Erroneous results were not reported outside the laboratory. There is no report of impact to the patient treatment due to this event.